Event description:
Patient was monitored on datascope spectrum bedside monitor, and panorama central system. Noted to have ventricular tachycardia at 0426 and 0431; no audible alarm sounded. Nurse present, intervened appropriately. Printed monitor strips did not indicate presence of ventricular tachycardia event alarm. Upon investigation, arrhythmia alarm software not present on monitor. This software can only be activated/deactivated by datascope personnel. Related info: february 2006: new datascope panorama and spectrum monitoring system installed in hosp. 02/2006 - 02/2007: arrhythmia alarms activated appropriately as evidenced by documented event alarms seen on rhythm strips present in retroactive medical record reviews. February 2007: cpu replaced on spectrum monitor by datascope due to screen blockout accompanied by loud screeching noise. November 2007: clinical education specialist from datascope came to hosipital ICU, provided education related to all functions of spectrum monitors and panorama system. Also inspected all 8 spectrum bedside monitors in ICU, installing new default parameters using her programming card. According to the datascope midwest regional service director, during this installation process, an error message related to the absence of arrhythmia alarm software would have appeared on the monitor screen. This error message was either ignored or overridden by the clinical education specialist at that time, resulting in continued absence of the arrhythmia alarm software. The failure of the clinical education specialist to report the absence of the software, as well as failure to install the missing software, resulted in healthcare providers having a false sense of pt safety related to arrythmia detection and notification.